Event description:
Pt's family member called in 2002 to report that the pt's one touch basic meter was reading inaccurately erratic. Pt was admitted to the hospital because pt was unresponsive. Doctor did not state the cause of pt's unresponsiveness. One of pt's helpers took blood glucose around 8:30am on a certain date and received a result of 267mg/dl. Pt then took 10 units of regular insulin and ate two pieces of buttered rye toast. Family member then said she tried testing pt again, but kept getting error messages. Family member went to the pharmacy to have the battery replaced, and when she came back, she found pt unresponsive at around 1:30pm. Paramedics were called, they performed a blood glucose test using pt's meter and got a result of 48mg/dl. Pt was then transported to the hospital and was admitted. Sending letter to obtain more info.